Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/14/2016 that on (B)(6) 2016, the transmitter was no longer connecting to the smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A review of the shared data log did not find any errors related to the customer complaint. The reported event that the transmitter was no longer connecting to the smart device was not confirmed. A root cause could not be determined.